Manufacturer narrative:
(B)(4) g2. Foreign - spain . Review of the most recent checklist determined a locking latch was broken off causing a locking issue with the lid. There was also a locking issue with the funnel. The device was scrapped. Review of the device history record identified no deviations or anomalies during manufacturing. Review of complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a follow-up report will be filled accordingly.

Event description:
It was reported that the device does not work when the battery is inserted. As a result of the investigation, it appeared that a locking latch was broken off causing a locking issue with the lid. No consequences or impact to the patient. Attempts have been made and no further information has been provided.